Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, after the device was connected to the leads, oversensing, loss of sensing and crosstalk were observed. A good connection was verified, but the sensing failure remained. Programming the lfa filter off resolved the issue. The procedure was completed and the patient condition was good.